Event description:
It was reported the battery of the patient's previous implantable neurostimulator (ins) had depleted "all of a sudden." The previous device was explanted and replaced with a new ins. No further information was reported.

Event description:
Follow up information received from the physician reported that there was 'really no problem' with the ins as the patient was programmed at the highest possible settings and that the reporter had only initially called the manufacturer for informational purposes only. The issue was reported as resolved and there were no patient injuries noted.

Manufacturer narrative:
Product ID 3387-40, lot# j0546383v, implanted: 2005-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2005 (B)(6), product type extension.